Event description:
It was reported that during laparoscopic paraesophageal hernia repair with topupet fundoplication therapeutic procedure, while the subject device was inside the patient, lines, noise and bad image quality were displayed. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction a defective charged coupled device. Additionally, the device failed the leak test due to kinks and small cut on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.